Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a blood soiled area showing along the edges on the centrifugal control module. Contamination was also found underneath the silk-screened stainless steel panel under the lifting handle. There was no pt involvement.

Manufacturer narrative:
The service repair technician (srt) disassembled and cleaned blood soiled components per procedure.